Event description:
The doctor claims that the graft was implanted on 2/22/1999 as an ascending aortic replacement and leaked an unk (and unattainable) quantity of blood through its walls when the graft was stretched. Although the exact measures taken to stop the leakage are unk (and unattainable), the measures taken required two hours. The graft was left in. The pt's condition is good.